Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring alert 32 indicating a motor processor communication error during a supply change, which prompted multiple restarts of the ilet and resulted in an ¿empty¿ cartridge message before the user successfully performed a rewind, filled the tubing with observed drops, and resumed insulin delivery while using a 6 mm, 23 in infusion set and a dexcom g7 cgm. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education that guided restart, rewind, and fill procedures, followed by a decision to replace the device if the alert persists. Investigation of this case revealed a suspected intermittent communication fault involving the delivery motor subsystem, consistent with a delivery motor communication issue that temporarily interrupted normal operation but resolved after system reset and priming. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device malfunction related to the motor communication pathway.